Manufacturer narrative:
Patient city: (B)(6). Patient country: hungary. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient faced insulin flow block alarm event on (B)(6) 2026 was hospitalized on (B)(6) 2026 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 486 mg/dl at the time of hospitalization and patient was treated with correction via pump. Patient tested for ketones and results found to be 6.7 mmol/l. The length of hospitalization is less than twenty-four hours. Patient felt sick/unwell, headache, tired/weak and increased thirst. No further information available.